Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented via merlin.net, noise was noted on the right atrial lead variable and random. The lead remained implanted, no additional information was available.